Event description:
The customer reported that the autopulse platform (sn (B)(6)) displayed user advisory 45 (not at "home" position after power-on/restart). Zoll tech support personnel emailed the customer the instructions for clearing ua45. No further information was provided. It is unknown when the problem occurred. However, patient use information was requested, but no additional information was provided.

Manufacturer narrative:
The customer's complaint that the autopulse platform (sn (B)(6)) displayed user advisory 45 (not at "home" position after power-on/restart) message was confirmed during the functional testing and the archive data review. The root cause of the ua45 error was due to drive shaft not being at "home position". The ua45 error message can be easily cleared by pulling up the lifeband until the chest bands are fully extended. This action will move the driveshaft to its home position. However, in this case, the encoder drive shaft was difficult to rotate and exhibited binding and resistance due to the normal wear and tear of the platform. This might have caused the difficulty for the user to pull up the lifeband completely prior to turning the device on. The archive data indicated multiple occurrences of ua45 errors on and around the reported event date, confirming the reported complaint. The autopulse platform failed functional testing due to ua45 being displayed upon powering up, confirming the reported complaint. The clutch plate will be deburred, and the drive shaft will be rotated to the home position to address the reported complaint. Zoll is awaiting customer approval for service repair. Historical complaints were reviewed for service information related to the reported complaint, and one similar complaint was found for the autopulse platform with the same sn (B)(6). (B)(4) was reported on september 27, 2024. The clutch plate will be deburred, and the drive shaft will be rotated to the home position.